Manufacturer narrative:
An event regarding revision of a triathlon insert component due to poor range of motion was reported. During the investigation it was identified that the triathlon femoral component in-situ was malpositioned, this is the issue being investigated in this investigation pr. The event was confirmed through medical review. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: the femoral component is in malposition and implanted relatively high due to an excessive distal femoral resection. The size of the femoral component is probably correct but the device is placed at least 1-cm higher than would be optimal. This causes a severe flexion-extension gap mismatch with the extension gap being much bigger than the flexion gap. Fibromyalgia is an ill-defined medical problem where inflammatory problems are mainstay without anatomic substrate. This patient has clear mechanical problems in the arthroplasty due to femoral component malposition causing anatomical based problems with the functionality of the arthroplasty. From the patient-related perspective, there is little specific information. Weight and height of the patient were not provided. Excessive weight is however not normally a root cause for device failure although it may increase the effects of overload conditions from other causes such as discussed. Similar arguments are valid for excessive patient activity, also an unknown factor in this case although unlikely at the patients age of (B)(6) years. No evidence is available to suggest that device-related factors might have played a role while the present failure scenario as based upon a procedure-related factor provides a plausible explanation for the failure event of this case consistent with all reported facts and findings. This pi case is not device-related. Procedure-related factors: - femoral component malposition due to excessive distal femoral resection patient-related factors - none evident, no info. Device-related factors: - none. Diagnosis: femoral component malposition due to excessive distal femoral resection was treated by implantation of an extra-thick tibial bearing providing stability in extension but due to the developing flexion-extension gap mismatch made knee flexion impossible. It is not certain that the revision procedure with further increase in tibial bearing thickness did solve the problem. Device history review: a review of the device history records could not be performed as the product was not sufficiently identified. Complaint history review: coa review of the complaint history could not be performed as the product was not sufficiently identified. Conclusions: the medical review indicates that the femoral component malposition due to excessive distal femoral resection was treated by implantation of an extra-thick tibial bearing providing stability in extension but due to the developing flexion-extension gap mismatch made knee flexion impossible. It is not certain that the revision procedure with further increase in tibial bearing thickness did solve the problem. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon revised a triathlon total knee patient, original surgery done (B)(6) 2015. Surgeon revised the tibial insert from a size 16 to a 19. He also resurfaced the patella which wasn't done originally. The patient had only about 70 degrees of flexion - surgeon said patient may have fibromyalgia.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a triathlon total knee patient, original surgery done (B)(6) 2015. Surgeon revised the tibial insert from a size 16 to a 19. He also resurfaced the patella which wasn't done originally. The patient had only about 70 degrees of flexion - surgeon said patient may have fibromyalgia.